Manufacturer narrative:
Suspect UDI#: (B)(4).

Event description:
It was reported by the physician's office that the patient had both his lead and his generator explanted on (B)(6) 2016 due to an infection. Review of the dhrs for both the lead and the generator confirmed sterilization prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the physician's office that the patient did have his lead and generator explanted on (B)(6) 2016 and was treated with antibiotics after the explant and released from the hospital on (B)(6) 2016. It was explained that the patient first had an infection at the neck incision on (B)(6) 2016. This infection was treated with antibiotics and was thought to get better; however, the infection reappeared the week of (B)(6) 2016. It was also noted at that time that fluid had built up over the generator site and drainage began again at the neck incision. There was previously some drainage at the neck incision on (B)(6) 2016. The infection was noted to be a staph infection and found all over. The patient attended a wound check 2 weeks after implant and there was no mention that the wound was not healing correctly and appeared that everything was ok at that time.